Event description:
Primed tubing and got check handpiece, turned off and on again reprimed and still received check handpiece error message. No contact with patient.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - observed severely bent connector pins. Bent or damaged connector pins can occur when the operator of the tx1 fails to align the arrow on the tx microtip connector with the red dot on the console receptacle. The DHR for lot 23913-01 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).